Event description:
It was reported by a healthcare professional that a patient underwent mechanical thrombectomy of a middle cerebral artery (mca) (distal m1 to m2) occlusion with a 5mm x 37mm embotrap iii revascularization device (et309537/21j161av) and experienced vessel disassociation and vasospasm during the procedure. The vessel disassociation and vasospasm occurred at the time of retrieval, at the location where the embotrap was deployed. Although infarction occurred at the distal m2, the vessel was recanalized, and the procedure was completed. The patient was admitted to the intensive care unit (ICU). Concomitant devices included a synchro guidewire (stryker), phenom 21 microcatheter (medtronic), and embovac aspiration catheter (unknown product code & lot number). Asap technique was used. Continuous flush was done. The guidewire and microcatheter were introduced. The proximal end of the embotrap was advanced proximal to the occlusion. Guiding wire and the microcatheter was induced. The proximal end of the complaint product was advanced to the proximal end of the occlusion. Upon device retrieval, the vessel disassociation and vasospasm were noted. The physician commented that it was necessary to identify the indication after selecting the pathology because the treatment was performed under the condition where it was unknown whether the vessel was arteriosclerotic. Additional information provided by the sales representative received on 10-feb-2022 indicated that the patient did not experience any clinical symptoms due to the events. Oral dual antiplatelet therapy (dapt) was administered for distal embolization. The events did not lead to prolonged hospitalization. Additional information received on 14-feb-2022 indicated that dapt was administered for embolization. No medical intervention was required for the spasm and the dissection. There were no device malfunctions or performance issues associated with the embotrap or embovac. No further information could be obtained.

Manufacturer narrative:
Product complaint # (B)(4). Information regarding patient weight, height, medical history, race, and ethnicity was not reported. Initial reporter phone: (B)(6). If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. This is one of two products involved with the complaint and the associated manufacturer report numbers are 3008114965-2022-00111. Complaint conclusion: it was reported by a healthcare professional that a patient underwent mechanical thrombectomy of a middle cerebral artery (mca) (distal m1 to m2) occlusion with a 5mm x 37mm embotrap iii revascularization device (et309537/21j161av) and experienced vessel disassociation and vasospasm during the procedure. The vessel disassociation and vasospasm occurred at the time of retrieval, at the location where the embotrap was deployed. Although infarction occurred at the distal m2, the vessel was recanalized, and the procedure was completed. The patient was admitted to the intensive care unit (ICU). Concomitant devices included a synchro guidewire (stryker), phenom 21 microcatheter (medtronic), and embovac aspiration catheter (unknown product code & lot number). Asap technique was used. Continuous flush was done. The guidewire and microcatheter were introduced. The proximal end of the embotrap was advanced proximal to the occlusion. Guiding wire and the microcatheter was induced. The proximal end of the complaint product was advanced to the proximal end of the occlusion. Upon device retrieval, the vessel disassociation and vasospasm were noted. The physician commented that it was necessary to identify the indication after selecting the pathology because the treatment was performed under the condition where it was unknown whether the vessel was arteriosclerotic. Additional information indicated that the patient did not experience any clinical symptoms due to the events. Oral dual antiplatelet therapy (dapt) was administered for distal embolization. The events did not lead to prolonged hospitalization. Dapt was administered for embolization. No medical intervention was required for the spasm and the dissection. There were no device malfunctions or performance issues associated with the embotrap or embovac. No further information could be obtained. The device was discarded; therefore, no further investigation can be performed. A review of the device history record review associated with lot 21j161av presented no issues during the manufacturing or inspection process that can be related to the reported complaint. Vessel spasm is a brief temporary tightening of the muscles in the vessel wall. This can narrow and briefly decrease or even prevent blood flow distal to the spasm and may occur when positioning/advancing the devices through the vessel/arteries. This is a well-known potential complication with any invasive procedure during which devices are introduced into vessels and is listed in the embotrap iii and embovac instructions for use (IFU) as such. Embolization of thrombus is a known potential complication during mechanical restoration of flow and thrombus removal procedures in which the embotrap iii and embovac are used. During these interventional procedures, the devices are advanced and withdrawn through pre-existing thrombotic lesions with risk of embolization of thrombus. Vessel dissection is a known potential adverse event associated with the use of the embotrap iii and embovac in endovascular mechanical thrombectomy. With the amount of information available and without films of the event, it is not possible to draw a clinical conclusion between the device and the reported event. However, there are clinical and procedural factors such as vessel characteristics, clot burden/characteristics, device selection, device interaction, and mechanical manipulation of devices within the artery that may have contributed. There is no indication that the devices malfunctioned or that the events were related to the device design or manufacturing process. Thromboembolism required medical intervention to preclude permanent impairment and the relationship of the devices to the reported event cannot be disassociated. Per the additional information received, the spasm and dissection did not warrant any intervention or treatment. The file will be re-reviewed if additional information is received at a later date. As part of the cerenovus quality process, all devices are manufactured, inspected, and released to approved specifications. As part of the post market surveillance program, information from this complaint is trended to identify statistical signals for consideration of further correction action. Since there was no evidence to suggest the events were related to a manufacturing or design issue, no corrective actions will be taken at this time.

Manufacturer narrative:
Product complaint # (B)(4). Updated sections on this medwatch: b4, b5, g3, h2 and h10. Section b5: additional information received on 17-feb-2022 indicated that no symptoms of paralysis, aphasia, or ataxia due to "dissociation" were observed on 10-feb-2022. However, there was a finding suggestive of partial thrombosis noted on follow-up angiography. Oral administration of dapt was started. A supplemental report will be submitted if new facts arise which materially alter information submitted in a previous MDR report.